Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was removed due to infection. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.